Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that cutter actuation issue occurred during the vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bubble bag, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. Metal was observed in the port. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation. However, inner cutter is broken at the port. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed at bend area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, potentially caused by broken inner cutter. The evaluation does not confirm that probe had an actuation failure, however inner cutter was found to be broken in the port. A broken inner cutter could have caused the probe to not actuate at the time of reported event. The returned sample was conforming for actuation; however, a non-conformance record was opened to trend the defect of broken inner cutter. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).